Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pump was flipped; it was confirmed. The patient was getting good relief from the infusion system. It was also reported that the pump was never flipped. The pump had a pocket that was larger than desired so there was a lot of movement of the pump. The pump was changed. A new pump was sutured down using pump suture rings. It was secured tightly to be sure it doesn't move. The patient was doing fine. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Catheter model#8709 serial#(B)(4) implanted:(B)(6) 2005 explanted: unk. (B)(4).